Event description:
It was reported that during a da-vinci assisted cholecystectomy surgical procedure, the customer observed that the tips of the clip applier instrument were bent. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reported and obtained the following additional information: it was confirmed that there was no fragment issue. The clip applier instrument was physically bent and damaged at the tip, and another instrument was used. No patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint "tips are bent." Failure analysis confirmed that the clip applier instrument was found with both grips bent. Failure analysis found the secondary failed grip-clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed multiple times. The clip was able to be installed onto the grip-tips, but was unable to properly clip onto the tubing during in-house testing. The failed grip-clip test is likely due to the bent grip-tips. Additionally, the instrument was found to have mechanical indentations/burrs at the grip-tips.